Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The issue related to the turn knob coming off is related to a design issue and has been escalated to a CAPA. The assignable root cause for the other issues found were due to premature wear. Service history record review result is relevant to the current complaint and service process findings. UDI:(B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the battery oscillator device thread saw blade coupling, housing and sleeve were damaged, the swing fork was worn and the turn knob had detached from the handpiece. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades and check function of the device. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.